Event description:
It was reported that the patient developed a skin infection at the pod insertion site (arm) after pod use between 49 and 71 hours. The patient indicated that upon removal of the pod, the insertion site appeared swollen, red, and painful. The patient subsequently sought medical attention from a general practitioner on 18 june 2026, where a diagnosis of erysipelas was made. Treatment with oral antibiotics (flucloxacillin 500 mg, four times daily for 10 days) was prescribed. The pod was reportedly disposed of by the patient. A new pod was applied successfully thereafter. No changes in blood glucose levels were reported in association with this event.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.